Event description:
Customer reported via phone, customer was attempting to bolus and the buttons were not responding properly, and after a few minutes it alarmed button error. Customer's blood glucose was 172 mg/dl. The device had been replaced and is being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with frozen screen and constant audio beep tone anomalies during boot up due to moisture damage on all electronic assemblies noted. Unable to perform displacement test due to frozen screen and constant audio beep tone anomalies. Unable to verify button error alarms or keypad anomalies due to frozen screen and constant audio beep tone anomalies, however moisture damage on the keypad traces noted. The insulin pump has cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip and scratches on the reservoir tube window.